Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a broken charge-coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: damage or deterioration of parts due to wear and tear. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited no image during inspection for use in an unspecified procedure. There were no reports of patient involvement.